Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, ts observed noise signals that were oversensed. Ts determined the oversensed noise appeared to be due to electromagnetic interference (emi). Ts discussed troubleshooting efforts with the hcp. The ICD remains in service. No adverse patient effects were reported.